Event description:
In this event it is reported that protaper ultimate f1 25mm x3 file broke during use. The broken part remains in the root canal, doctor sealed tooth. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batch #1779510). The number of unused instruments received is not representative to determine if the batch is in compliance with specifications according to iso standards. Root causes are not identified. We will track this kind of event and monitor the trend.